Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). B3: the event date is unknown, the aware date was used for the event date.

Event description:
It was reported that the patient was experiencing recurring incontinence, therefore, underwent a surgical procedure to revise the balloon. The balloon was explanted and replaced with a higher-pressure balloon to support the large cuff.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patients incontinence has been increasing and is now leaking all the time. The patient does not want to visit the implanting physician, the patient believes it was the physician was the result of the length of time it took to heal, and was provided the website to locate a new prosthetic urologist. The aus remains implanted and active.